Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was in emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose was 1000 mg/dl and 1129 mg/dl, 1126 mg/dl. The current blood glucose is unknown. On saturday customer woke up with 457 mg/dl blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with an energizer lithium battery already installed. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08685 inches. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was received with scratched case and pillowing keypad overlay.